Event description:
It was reported the defibrillator longevity is less than expected for programmed values. The device will be scheduled to be removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the defibrillator longevity is less than expected for programmed values. The device will be scheduled to be removed and replaced. It was additionally reported that the device had premature battery depletion. It was further reported that the device was at elective replacement indicator and was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the defibrillator longevity is less than expected for programmed values. The device will be scheduled to be removed and replaced. No patient complications were reported as a result of this event. It was additionally reported that the device had premature battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.